Event description:
Device malfunction: device # 1 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second and third proglide device were used with the same results. A starclose se device was used to achieve hemostasis. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
Device # 2 & 3: proglide part # 12673-03, lot# 82021-6h indicated are being filed under separate medwatch MFR numbers. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.